Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. A day after the event onset, the patient was treated with vancomycin injection (2gm, every 5th day, discontinued) and cefixime injection (1gm, once a day, discontinued) for peritonitis. The patient was hospitalized nine days after the event onset and was discharged seven days after hospital admission. On an unknown date, the patient was recovered from the event. Pd therapy was discontinued, the pd catheter was removed and the patient was switched to hemodialysis. No additional information is available.